Event description:
Literature: trombetta c, deogaonkar a, deogaonkar m, et al. "Delayed awakening in dystonia pts undergoing deep brain stimulation surgery." J clin neurosci. Jul 2010;17(7):865-868. Summary: this article looked at the incidence, duration and causes of delayed emergence from anesthesia in pts with dystonia undergoing surgery for deep brain stimulation placement. Twenty-four pts who underwent 33 dbs procedures between (B)(6) 2003 and (B)(6) 2006 were examined. Pts were given either propofol or dexmedetomidine. Reportable event: two pts had clinically asymptomatic intra-cerebral hemorrhages diagnosed on post-operative CT scans. Both pts had thrombocytopenia pre-operatively.

Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. At this time no additional info was available, additional info regarding the pt, event, interventions and outcome has been requested.